Event description:
Customer reportedly received result of 400-something (mg/dl) on the compact plus system. Customer states the meter powered off and on; value of 300-something (mg/dl) appeared when the meter powered back on. No adverse event reported. No actions taken based on device result. Requested return of suspect device and replacement was sent.